Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon was having some errors whenever he tried to apply monopolar energy. Before calling technical support, the customer had already replaced the cautery cable, the monopolar instrument, and power cycled the erbe without success. The tse reviewed the error logs and found several m-18, m-11, c-38, c-30, and c-37 errors. The tse guided the customer to verify that the erbe was plugged into an independent socket, which was the case. The tse guided the customer to look for an external forcetriad and its activation cable. The tse provided pictures of the activation cable and how to connect it. The customer found both and were able to continue using the force triad. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The customer confirmed that there was no conversion due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was returned for failure analysis and the reported failure was confirmed and replicated. During in house testing, the iesu c-30 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu generator. This issue can be resolved by replacing the generator.